Event description:
The catheter was placed in the patient's forearm. The catheter was secured with tegaderm dressing. The patient pulled out the catheter and the catheter broke away form the adapter portion of the unit. No harm was caused to the patient.

Manufacturer narrative:
Results- a review of the device history record revealed no discrepancies associated with this complaint. One representative unit was received for analysis. The unit was visually inspected and a root cause was unable to be determined with the representative sample. Conclusions- a root cause analysis was unable to be performed as the actual sample was not returned for analysis and a root cause was unable to be determined with the returned representative sample.